Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely root cause was due to external force applied to the distal end, leading to the peeling of the glue at the tip. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection- inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeling and has a minor cosmetic dent on the distal end cover . Additionally, the bending section cover adhesive was cracked. The asset was last repaired on (B)(6) 2020 for a leak at the electrical connector locking pin. The scope was repaired to standard specifications and returned to the asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was found to be peeling off. There was no report of any problems associated with the device and there was no patient injury or harm reported.